Event description:
Total knee replacement with stryker knee. After 10 weeks, knee become swollen and painful. Returned to surgeon who could have cared less that I was having a problem. Went to a new surgeon-no explantation could be found for swelling. Multiple aspirations and cortisone injections were done to relieve pain and each time tested for infection, lupus, rheumatoid arthritis. Exploratory surgery done in 2007. No problem found. Surgeon replaced the spacer. After rigorous therapy again the swelling started. This time I had my blood tested for allergies. Tested for metal allergies. Results showed that there was not a significant allergic reaction to any metal. Swelling continued, multiple aspirations - 15-20. It was decided to do a revision on the knee. Three months later, the stryker knee was replaced with a depuy. After rigorous physical therapy again things were going well for about 6-10 weeks. My knee is now swelling again and since the revision has been aspirated 10-15 times at least, the surgeon and I searched for a lab that could test for allergies related to knee replacements. Lab in kansas tested for metals and polymers pmma & uhmwpe. I showed a proliferation response the polymers, but doctors are doubting the results. Knee now implanted is a depuy orthopaedics, inc.